Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that a colleague infusion pump had failure code 814:04 occur during patient therapy. It is unknown if therapy was interrupted. The event occurred in the general patient ward. There is no adverse event, patient injury or medical intervention associated with this report. The software version is currently not available for this device. There is no further complaint information available.

Event description:
It was reported that the patient received a shock due to oversensing of 60-hz noise after touching a metal box attached to his motor home. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).